Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.

Event description:
New information revived notes that the patient presented in-clinic, programming changes were made and the device will not be returned. No adverse patient consequences were reported and no impact to device due to over-sensing.